Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for a follow-up where it was noted that device was in backup vvi. Device was at or beyond eri. Device replacement was performed and patient was stable post-procedure.